Manufacturer narrative:
Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was intraoperatively implanted and removed. A longer length lens was implanted and the problem was resolved. Cause of the event is unknown.